Event description:
The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned generator was completed. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported on (B)(6) 2011 that a vns patient was having symptoms of inflammation and mild edema at the lead site, and left side vocal cord paralysis. It was unknown when these issues began. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received on (B)(4) 2012 where it was reported that the patient had the generator and lead explanted but not replaced on (B)(6) 2011. Follow up with the physician who treated the patient for the infection revealed that the patient (B)(6) infection that was found in (B)(6) 2011 and later had the device removed over concerns for continued infection. The patient also had a laryngoscopy on (B)(6) 2011 which was said to be unremarkable. It was believed that the patient may have had some difficulty swallowing due to possible upper tracking of infection from the vns lead. The patient was given doxycycline prior to removal of the device. The neck and larynx were negative for any abscess during a CT scan. The cause of the infection was unknown.

Event description:
An implant card was received which reported the patient was re-implanted with vns therapy system on (B)(6) 2013.

Event description:
Review of the manufacturer in house programming database revealed that system diagnostics on (B)(6) 2011 were within normal limits, indicating proper device function.

Event description:
Further information was received indicating the patient was scheduled for full vns re-implant. The surgery took place on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously submitted MDR incorrectly reported this information. The suspect device was not returned to the manufacturer for analysis. The previously submitted MDR incorrectly reported this information. The suspect device was not returned to the manufacturer for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Date received by manufacturer, corrected data: the supplemental report #3 inadvertently reported the date the information was received by the manufacturer incorrectly. The correct date field was (B)(4) 2013.

Event description:
Additional information was received from the physician on (B)(6) 2012. He stated the swelling, edema, and vocal cord paralysis were addressed with antibiotics and remove of the vns. The swelling, edema, and vocal cord paralysis are due to the presence of the device (infection). There were no reports of trauma or manipulation. He did not know if the paralysis occurred with stimulation on times only. It was unknown if there were any programming or medication changes prior to the onset of the edema or vocal cord paralysis. The patient does not have a history of either edema or vocal cord paralysis. Good faith attempts to obtain additional information from the physician including dates of removal of the device and more details on the infection were unsuccessful to date. The dhrs for the lead and generator were reviewed and sterility prior to device distribution was confirmed.